Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported that since saturday the patient had been getting the code 589 on the patient programmer screen. Technical services reviewed the code meaning. The patient contacted a manufacturer representative (rep), but the rep was unavailable to assist the patient. It was recommended that the patient consult with their healthcare provider (hcp) for next steps. The patient would wait to hear back from the rep and follow up with their hcp. Additional information was reported that the caller stated he is seeing code 589 on his patient programmer (pp). The patient added some additional details about this situation. The caller stated he has a optune because he has a brain tumor and when he turned this on he got a real shot from his ins to the nerve damage. The caller stated last night it was hurting real bad and he had nothing to turn it off with. A manufacturer representative (rep) called back the next day, and noted when the patient turned on the optune it felt like the ins was going to explode out of the patient's chest. Contraindications were found regarding the optune device and it was found that spinal cord stimulator (scs) and dbs device are the first contraindications listed. This patient has their ins in the chest and leads in their head. It was noted that the 589 code is likely related to the usage of the optune device. Additional information was reported that the patient had their optune implanted on 8/13, leads are on the patient's entire head, appears like a transducer. The caller reported the 97712 is implanted on the patient's chest and the lead wires are on the patient's forehead for cancer pain. The caller reported the optune leads on top of the spinal cord stimulator (scs) leads. It was noted that the patient's device is on. The caller then stated on august 14th the patient turned their optune on, and the patient felt a shock on his chest where the ins pocket site is. At that point the patient turned their scs off. The ins was interrogated and the following information was provided: error code: 589 seen. Ins battery: 3.82v electrode impedance: ranging 536-799 ohms, stimulation usage show: usage 75% august 24-25: stimulation on august 26-today: stimulation off, the caller reported the charging sessions data shows: september 1: 1-minute ins at 75% august 27: 1 min august 28: 1 min august 29: 1 min august 1: charged for 2 hours; from 50-100% august 9: charged for 1.1 hour; to 100% avg charging interval 7 days median coupling 8 coupling avg charging time 42 mins avg end -100%. The initial caller indicated the patient had shocking on august 26, but then the patient's wife clarified that the shocking was on august 14th. The rep had exited his interrogation session and the usage data has been cleared. The caller was not able to interrogate when the optune device was on, but was able to when the optune device was off.

Event description:
The rep reported that it was suspected that the optune device delivered the shock when the stimulator was on. The patient has been instructed not to use, or charge the ins while using the optune. According to tech services, we can consider this resolved. The usage data was apparently cleared when I exited the program, and thought we were done. Tech services asked another question, and when I re-telemetried the device, the data was gone. This has been confirmed with the physician. The patient was further instructed to review these recommendations with the physician that prescribed the optune therapy.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.